Event description:
Dealer states 3 flash code and stopping after driving for a little bit. Dealer swapped motor leads and it changed to 4 flash. Advised to replace right motor.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.